Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high flow insufflation unit was not working properly, the screen of the device was blinking, and its power was intermittent. The issue occurred during a diagnostic procedure laparoscopy. There was no report of any patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's final investigation. Updated fields: b5, d8, d9, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure of high flow insufflation unit screen blinking and intermittent power was confirmed, low pressure was not confirmed. Based on the results of the investigation, it is likely that the following led to the malfunctions of the device: the intermittent power was caused by the component failure of the cr board and the screen blinking was caused by the component failure of the front panel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.